Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The actual device involved in the complaint has been returned for evaluation. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Per medwatch mw5060946. "Physician performed a hysterosalpingogram with coopersurgical catheter kit 5 fr kraton catheter 61-5205 lot number 186149. Procedure went well. When physician attempted to remove the catheter the balloon would not deflate ater multiple attempts. Physician had to cut the catheter in order to remove . Patient was concerned, but not harmed. Staff tested the balloon prior to the procedure and it was working fine. Staff opened another kit and when they tested the balloon it was not inflating uniformally. Both devices returned to materials management."

Manufacturer narrative:
(B)(4). Investigation: initiated manufacturer's investigation. No sample returned. Review DHR. Inspect returned samples. Inspect stock product. Analysis and findings: the reported complaint of catheter balloons being lopsided and not being able to deflate was not verified or confirmed as the affected devices were not returned with RMA (return merchandise authorization) (B)(4). (B)(4) unopened h/s catheter 5f tray kits were returned, all (B)(4) h/s catheters from the tray kits were verified to be working as intended, see the attached photos that show catheter balloons inflated and deflated. It should be noted that all h/s catheter devices are 100% manually tested to acceptance criteria for inflation and leaks during the manufacturing process. Although root cause for both reported event is indeterminable due to the absence of the objective evidence, it's possible that a balloon may have deployed asymmetrical, however this does not mean that the device is not usable. The balloon may be set to a symmetrical state or position when the inflated balloon is pushed against with care. As to the balloon not deflating, it may have been that the stopcock was properly opened as per the dfu. A review of the lot DHR did not reveal any abnormality. Corrective actions: correction and/or corrective action . Corrective action is not warranted as the returned product functioned as intended; the reported events were not verifiable and could not be replicated. Corrective action level: 4. Corrective action is not warranted as the returned product functioned as intended; the reported events were not verifiable and could not be replicated. Train personnel: none. Reason: per (B)(4), this complaint will be monitored for trending in that no injury was reported to end user or patient. Review and closure: CAPA required? Recommended continuous improvement program (cip) other regulatory action needed: preventative action activity reviewed. Trend and monitor to (B)(4).

Event description:
Per medwatch mw5060946. "Physician performed a hysterosalpingogram with coopersurgical catheter kit 5 fr kraton catheter 61-5205 lot number 186149. Procedure went well. When physician attempted to remove the catheter the balloon would not deflate after multiple attempts. Physician had to cut the catheter in order to remove . Patient was concerned, but not harmed. Staff tested the balloon prior to the procedure and it was working fine. Staff opened another kit and when they tested the balloon it was not inflating uniformally. Both devices returned to materials management." (B)(4).